Event description:
It was reported to boston scientific via an article presented in the 39th meeting of the japanese society of urological endoscopy and robotics that a retrospective study evaluating early experiences of wave therapy (transurethral water vapor therapy) in heisei stone hospital for the treatment of benign prostatic hyperplasia (bph). The study included 26 patients treated between april 2024 and march 2025. Patients had a mean age of 80.8 years. There were 21 cases (80.8%) in which the urethral catheter had been placed before the operation, and the retention period ranged from 7 days to 5 years and 6 months (average, 214 days). Following the procedure, the reported postoperative complications included urinary retention in 4 patients and fever due to infection in 5 patients. Ultimately, urinary dysfunction improved in all 26 patients, and 23 patients (88.5%) were able to have their urinary catheters removed. Among patients who did not respond adequately, 2 patients required transurethral resection of the prostate (tur-p) and 1 patient required catheter reinsertion as additional intervention.

Manufacturer narrative:
Detailed product information was not provided to bsc despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Osawa, s., yanagi, m., nishikawa, y., kimata, r., ideta, t., & kondo, y. (N.d.). Early experiences of wave therapy (transurethral water vapor therapy) in heisei stone hospital [conference presentation abstract, p9-4]. 39th meeting of the japanese society of urological endoscopy and robotics, japan.